Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of " door lock broken" was confirmed during product evaluation. The cause of the problem was a broken door latch. Service replaced the door latch to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. However, during previous service the pump door was replaced.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door lock; this condition had the potential to interrupt delivery. This condition was found in the emergency room upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.